Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4) user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter to meter comparison of 205 mg/dl fasting using truetrack meter and 112 mg/dl fasting using trueresult meter. The customer is also concerned that results obtained of 205, 315 and 195 mg/dl are too high. The customer's expected fasting blood glucose test result range is 95 - 140 mg/dl. Customer was advised to discontinue use of trueresult and upgrade was sent, reference internal report (B)(4). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in a cabinet in the living room. The test strip lot manufacturer's expiration date is 04/26/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: result1: 205mg/dl date: (B)(6) 2017 time:9:52am fasting. Result2: 137mg/dl date: (B)(6) 2017 time:7:22am fasting. Result3 : 129mg/dl date: (B)(6) 2017 time:7:19am fasting. Result4 : 315mg/dl date: (B)(6) 2017 time:8:55pm fasting. Result5: 195mg/dl date: (B)(6) 2017 time:6:42am fasting. Customer is concerned with back to back fasting results done with meter to meter comparison.